Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) began emitting beep tones at the end of a regular follow-up. The ICD also inhibited pacing, then paced doo, then exhibited an error code indicating an error in a clock frequency.